Manufacturer narrative:
Vyaire complaint number (B)(4). Additional information: d9, g3, g6, h2, h3, h6, h10. The device component was returned for evaluation, and visual and functional tests were performed, the vyaire medical failure analysis technician was unable to confirm or duplicate the reported issue. A root cause cold not be determined.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed motor fault accompanied by an overheated power pcb. The customer confirmed that there was no patient involvement associated with the reported issue.